Event description:
Event description guidant received information that this device had stored numerous episodes of ventricular tachycardia. The field representative faxed the electrograms to technical services for review. A technical service consultant stated that the episodes appeared to be noise or possible intermittent loss of capture. The patient was not symptomatic.